Manufacturer narrative:
Investigation summary: material #: 368942. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using an unspecified number of bd vacutainer® cat (clot activator tube) plus blood collection tubes, the gel stays at the top of the tube after centrifugation and the sample serum does not separate. There were no health consequences or impacts reported.